Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 15-mar-2023. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received one catheter from an 18ga x 1.16in. Insyte autoguard bc unit. A leak test was performed, and no leak was detected. The unit was then flushed and microscopically analyzed but no damage or leak was detected. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report as no defect was observed. A device history record review showed no non-conformances associated with this issue during the production of the lot numbers provided.

Event description:
It was reported that leakage occurred between the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology and hub junction during use. The following information was provided by the initial reporter, translated from french: "the maternity department reports a leak between the catheter and the plastic winged part ref. (B)(4). The problem is apparently recurrent."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2087312, medical device expiration date: 31-mar-2025, device manufacture date: 31-mar-2022. Medical device lot #: 1322454, medical device expiration date: 31-oct-2024, device manufacture date: 24-nov-2021. Medical device lot #: 2182201, medical device expiration date: 30-jun-2025, device manufacture date: 14-jul-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred between the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology and hub junction during use. The following information was provided by the initial reporter, translated from french: "the maternity department reports a leak between the catheter and the plastic winged part ref. (B)(4). The problem is apparently recurrent."